Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has sensor glucose versus blood glucose. The customer stated her device has been alerting her she is going low 40sensor glucose and tested her blood glucose and it was 322mg/dl. Also, the customer stated they received a calibration error. Unable to get sensor isig due to customer turning off sensor during troubleshooting. Customer declined to troubleshoot for high blood glucose. The customer was advised to call back if issues persist.